Event description:
Received notice of complaint concerning above product from clinical services. Facility reports a venous line disconnect (from a subclavian catheter) during a patient treatment. The event occurred approximately 2 hours into the treatment, the director of nursing noted blood on the floor and on the patient clothing. Also, reports that the transmembrane pressure alarmed. Director of nursing reports that the patient was asymptomatic other than a transient drop in blood pressure. The patient was reinfused through the arterial line. A new system was set up and the treatment was completed without further incident. Blood loss was reported as approximately 600cc. No medical intervention was required. Hematocrit reported as 37% pre event and 32% post event, no transfusion required. The patient was discharged home in stable condition and returned to the clinic for the next scheduled treatment. The director of nursing reports that the patient had been checked 10 minutes prior to the disconnect and the access was visible at this time. Also, reports that the patient brings his own blanket and tends to cover himself totally despite frequent reminders from the staff to keep the access visible. The catheter has been in place for 3 months. The director of nursing states that the line was discarded on the day of the event. Also, reports that she examined the line and compared it to another from the same lot number. The director or nursing stated that the line looked ok, no visible defects and that the luer lock functioned as expected. States that the separation probably occurred as a result of the luer lock not being properly secured in place. A response letter has been sent to the facility.